Event description:
A customer contacted baxter technical services(bts) regarding assistance with a system error 2240 alarm during the initial drain on the homechoice machine(hc). The technical service representative(tsr) assisted the home patient(hp) to cycle power after closing all clamps to the bags, patient line, and transfer set. System error 2367 alarm occurred. The tsr assisted the hp to cycle power off and on to get to press go to start. The tsr assisted the hp to remove the set at "load the set". The tsr advised the hp to dispose of current supplies and start over with all new supplies. The hp was contacted on (B)(6) 2012. The hp stated this was an isolated event. The hp stated that they did not develop any adverse reactions or need any medical intervention. The hp stated that after starting over with new supplies no further issues were found. There was patient involvement; however, there was no injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The sample was not returned to baxter, therefore no evaluation could be performed. The lot number is unknown; therefore a batch review cannot be performed. A follow-up report will be filed upon completion of baxter's investigation, or if additional information is received.

Manufacturer narrative:
(B)(4). The reported issue was not confirmed. The root cause was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.